Event description:
Pt had a right lumpectomy/axillary node dissection on 6/9/98. Readmitted 6/10/98 with recurrent syncope felt secondary to her medical problems. On 6/11/98, md ordered to start IV heparin infusion. The order was to start at 1000 units/hour which is 25 cc's on the infusion pump. Heparin started at 1045ish - nurse entered amount to be infused for the initial hour and all went fine. Then nurse entered 300 cc's to be infused - at 25 cc's per hour. At 1530ish, it was noted that the heparin bag was empty: patient had rec'd 500 cc's d5w with 20,000 units of heparin over an approximate 5 hour period. Unfortunately pt started to bleed internally at the site of the lumpectomy - ultimately returned to surgery on 6/13 - evacuation of several hundred cc's of old hematoma in wound. Pt seemingly ok after this incident.